Event description:
It was reported that during an unk procedure, the balloon would not fit into the trocar on the 1st attempt. On the second attempt it would not fit into the spine. No pt injury was sustained. A medtronic rep to back the device for further investigation.